Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. It is reported that approximately 35 months post index procedure the patient had a cva. The patient was hospitalized. Investigator has assessed that the event was not related to the device. It is reported that the outcome was a disability.

Manufacturer narrative:
Results: cva/stroke. Conclusions: cva/stroke. (B)(4). Event date year and month valid.